Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a pelvic floor repair procedure in 2007. Nine days later, it was noted that the patient had a perineal wound infection. The patient was given two courses of floxacillin and is currently healing.